Event description:
The recipient reportedly experienced an infection at the magnet site in (B)(6) 2020. The recipient was treated with topical medication. After a period of non-use the recipient was able to resume device use without issues. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's topical medication was reportedly over-the-counter. The recipient has healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.